Event description:
The customer alleged that intermittently there was no audio alarm. The customer support engineer inspected the device and replaced the audio alarm. The unit passed extended self testing. It is not verified that the ventilator malfunction, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.